Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The patient was hospitalized (reported as three weeks ago) due to cloudy effluent due to infection in abdomen. The patient received unspecified treatment while hospitalized. The cause of the event, patient outcome and action taken with pd therapy were not reported. No additional information is available.